Event description:
Following implant, the pt experienced an overstimulation sensation and a loss of therapeutic effect. The pt had to keep the stimulation very low so that she was not being shocked, but it did not help with her pain. Follow-up with the pt's physician was recommended. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).